Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted at this time. A call sent to technical services on 03/14/2018 noted that the lead had a high out of range pacing impedance which started approximately on (B)(6) 2017. The following physician was dr. (B)(6) at (B)(6) in (B)(6) no other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).